Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch .no button error alarm during testing. No unlocked j2 or lcd keypad connector. Device passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that the buttons was wearing out. Customer's blood glucose value was unknown. Customer stated that they had to press the buttons 3-4 times. Customer stated that buttons was hard to press mainly the act and esc. Customer stated that time clock was advanced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.